Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, and 90% stenosed proximal left main artery. Pre-dilatation was not performed. A 3.0 x 23 mm xience prime was being advanced to the lesion, but due to the tortuosity it could not cross. The device was moved back and forth trying to get it to cross when the stent implant dislodged. A snare device was successfully used to remove the stent implant. A non-abbott stent was implanted to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - no pre-dilatation. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter. Based on the information reviewed, there is no indication of a product deficiency.